Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer reported a blood glucose (bg) level of 275 mg/dl. A correction bolus was administered via the insulin pump to address bg levels. In addition, the customer was able to load a new cartridge successfully.